Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Other relevant device(s) are: product ID: 638bl30, serial/lot #: (B)(4), ubd: 18-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that both this 30mm mitral annuloplasty band and 30mm mitral annuloplasty ring were attempted to be implanted, but ultimately were replaced with a non-medtronic device during the same procedure. The reason(s) for not using the band and ring were not reported. No additional adverse patient effects were reported.